Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 16 in non-dehp stnd bore extension set leaked. The following information was provided by the initial reporter: "I wanted to follow-up on the product report below, there was another filter leak with this same product reported today."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mx9166, lot number 20025076, was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.

Event description:
It was reported that the 16 in non-dehp stnd bore extension set leaked. The following information was provided by the initial reporter: "I wanted to follow-up on the product report below, there was another filter leak with this same product reported today."